Manufacturer narrative:
Device evaluation:the reported issue that the instrument did not show reliable results was not verified during service.service technician could not reproduce reason for return. Errors found in statistic log file: 010, 012 and 015 (routine errors).lift bar height measured 0.0900-0.0920 inch is within specification.heat block temperature measured 37.0 ºc, within specification. Service technician performed cartridge test hr-nm 98.7-96.5 sec, (range 068-108 sec) and hr-ab 303-273 sec, (range 245-570 sec) and results were in range.preventive maintenance will be performed per specifications medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this act plus instrument did not show reliable results.the use of the instrument was unknown. There was no adverse patient effect reported with this event.

Manufacturer narrative:
B.5.medtronic received additional information that quality control ,clotrac hr test and cleaning,is performed once a month.there was no error code associated with this issue observed.the customer used another machine and administered heparin based on its results. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.